Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user intermittently experienced alert 38 while attempting to enter meal announcements on the ilet, consistent with an insulin delivery motor stall, and the user performed device restarts with subsequent resolution at the time of contact; blood glucose at one point was 173 mg/dl, and the user reported no effect on glucose levels. Symptoms included no hypoglycemia, no hyperglycemia, and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included the collection of user reports, review of device history across multiple units, and coordination for device returns. Investigation of this case revealed a reported consecutive stalled motor condition associated with the insulin delivery mechanism, and replacement logistics were initiated while return of prior devices was coordinated for assessment. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.